Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer¿s blood glucose (bg) was displayed "high"; although specific value was not provided elevated blood glucose levels were addressed by customer changing pump supplies. Customer continued to use the pump for insulin therapy and has an alternate form of insulin therapy if needed.